Manufacturer narrative:
A retrospective review of potential serious injury complaints was performed. This MDR was "identiied" and filed as part of the review activities. Je168r: wire has been loosened, caused by a manufacturing error (improper welding). We have informed our supplier to take action to prevent such failures in future. Je169r: the basket show at some areas corrosion, caused by improper reprocessing, e.g. Improper drying process or laying in a damply solution over a longer time. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with a wide body basket. According to the complaint description ist was reported that a wire broke off a trim and cut stuff. The wide body baskets are breaking and sharp pieces are cutting employees. This occured in spd and not during surgery. Three stuff members were cut, but no medical treatment was required and all have healed. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00145 ((B)(4) je168r), ((B)(4) je169r).

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00145 ( 400367459 - je168r) 9610612-2020-00146 (400368640 - je169r).

Manufacturer narrative:
Investigation results: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Due to the protrusion of single wires and the geometry of those wires, the tip is sharp and therefore likely to cut employees when firmer handling the baskets accordingly. A potential influence on the wires (e.g. By heavy load or higher forces caused by heavy products stored in the basket) cannot be fully excluded without further knowledge. The brownish discoloration of je169r on a few single spots follows an appearance which is most likely related to the reprocessing conditions experienced.